Manufacturer narrative:
Eval of the device determined that the CPR switch was out of adjustment, causing the bed to deflate.

Event description:
It was reported that the kinair medsurg pulse bed inadvertently deflated, while the nurse was repositioning the head of the bed. There was no reported injury.